Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information available indicates that the injury occurred during deployment of the valve, possibly due to the patient¿s prolonged steroid use. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr procedure the 26 mm sapien 3 valve was deployed with 1 ml less than nominal volume. Post s3 valve deployment, the patient became hypotensive. Tee revealed a pericardial effusion and cardiac tamponade was detected. A pericardiocentesis performed and the hemodynamics became stable after approximately 600 ml of blood was drained. After drainage, no increase in pericardial effusion was noted, protamine was administered and the esheath was removed. Tee revealed hematoma from the annulus to sov, annular rupture was suspected. The patient was moved to CT for further examination. Thoracotomy was performed due to increasing effusion and bleeding was unable to be controlled. Cardiopulmonary bypass was initiated and avr performed. After the s3 valve was explanted an injured site where calcification penetrated between the non-coronary cusp (ncc) and left-coronary cusp (lcc) was observed. After suture bleeding was applied on the injured site of the annulus, a surgical valve was placed. The patient returned to ICU. Per physician, the s3 valve deployed ¿a little too large¿. Care needed to be taken as the patient uses a lot of steroids.

Manufacturer narrative:
Reference CAPA-20-00141.